Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The UDI is unknown because the part number and lot number were not provided. The devices were not returned for analysis. A review of the lot history record could not be performed as the part and lot information is not available. Based on the information available, a definitive cause for the reported worsening mitral regurgitation, worsening heart failure, and hospitalization could not be determined. The reported patient effects of worsening mitral regurgitation and worsening heart failure, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature titled, mitra-fr vs. Coapt: lessons from two trials with diametrically opposed results.

Event description:
This is being filed to report the mitral regurgitation, heart failure, and hospitalization. It was reported through a research article identifying mitraclip that may be related to heart failure, mitral regurgitation, and hospitalization. Specific patient information is documented as unknown. Details are listed in the attached article: mitra-fr vs. Coapt: lessons from two trials with diametrically opposed results. No additional information was provided.